Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Manufacturer reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Product has been received.